Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and tip separation appear to be related to case circumstances of the procedure. Based on the reported information, resistance was noted during advancement caused through the in-stent restenosis occlusion causing the difficulty to advance. Further manipulation against resistance likely caused damage to the tip core and coils ultimately resulting in the reported tip/coil separation and noted coils damages. The reported tip separation was likely the noted coil separation. Corrosion was noted on the guide wire and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a mildly tortuous right coronary artery. An infiltrac 3/190cm guide wire was inserted into the anatomy. It was noted that resistance was felt as it was an in-stent restenosis occlusion. During advancement, the guide wire tip separation into two pieces. Although the tip separated, the entire guide wire was able to be removed without performing intervention. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.